Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Event description:
The device was later returned for analysis.

Event description:
Additional information was provided that the device was later explanted and was sent to the biomedical department at the hospital.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure to implant a left ventricular assist device (lvad). It was noted that the patient had extensive bleeding, thus electrocautery was used during the procedure. While the patient was in recovery, the device was interrogated due to the patient going into ventricular tachycardia (vt) and the device was found to be in safety core. It was questioned if the extensive electrocautery could have caused it. Technical services (ts) advised replacement of the device, which was noted to be scheduled for the near future. No adverse patient effects were reported.